Event description:
On (B)(6) 2011, the lay user/ patient contacted lifescan (lfs) alleging an issue with coding his onetouch ultralink meter. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began on (B)(6) 2011 at 130pm. The cca was advised the patient manages his diabetes with insulin (type/ amount not specified). It is not known what action the patient took at the time of the alleged issue. About 5 minutes prior to the start of the alleged issue, the patient claimed he felt a symptom of dizzy. The patient took food and/ or drank a beverage as treatment. The patient stated he obtained a blood glucose result of "60 mg/dl" on another device. At the time of troubleshooting, the cca was not able to walk the patient through resolving the alleged issue. Replacement products were sent to the patient. There is no indication that the reported issue caused or contributed to a serious injury since the patient symptoms did not correlate with lfs's definition suggestive of severe hypoglycemia or hyperglycemia. However, this complaint is being reported because the alleged product issue remained unresolved.

Manufacturer narrative:
The 510(k) # is k073231. Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.